Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot and no nonconformance were identified.

Event description:
It was reported that the animal underwent a mastectomy procedure on an unknown date in (B)(6) 2019 and suture was used. The needle pulled off the thread during use. The procedure was completed with an alternate like device. There were no adverse patient consequences reported.